Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the left ventricular lead exhibited loss of capture in all available vectors. No patient symptoms were reported. No intervention was performed at this time.

Event description:
New information states that the patient has refused revision at this time, the lead remained implanted.